Manufacturer narrative:
The insulin pump was not in manufacture mode. However the insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked case behind the pump near the battery compartment, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was 14.4 mmol/l. Customer reported that there was a crack at the back of the insulin pump from where the clip is attached down to the bottom and that the plastic o-ring on top of the reservoir compartment has been detached. The insulin pump will be returned for analysis.